Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. One day post index procedure the patient suffered a non st elevation myocardial infarction in the lad (target vessel). The patient was treated with stenting of the 1st diagonal branch and lad. The patient is not recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device and not related to the anti-platelet medication.